Event description:
On (B)(6) 2015, the patient underwent a trial procedure. During the procedure, the patient experienced cerebrospinal fluid leakage. A blood patch was performed to address the issue. Following the procedure the patient experienced a headache. The patient's issues had resolved the next day.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.